Event description:
Device would not infuse for pt. Pt flushed line and device would still not infuse. Appears that problem centers around filtering device or device does not have enough psi to overcome line pressure.